Event description:
It was reported that the customer's pump had a cracked or shattered touchscreen, rendering it unresponsive although it remained readable. There was no adverse impact to the customer¿s blood glucose level, which measured 120 mg/dl. The device was set to be returned, and a replacement pump was prepared for use. No additional information was provided regarding the event outcome.